Event description:
It was reported that the patient presented to the hospital after a syncopal episode at an in clinic appointment. Upon review, the right atrial lead exhibited noise leading to oversensing and inappropriate automatic mode switch. Pacing inhibition was noted. No intervention was performed. The patient condition was stable.